Event description:
It was reported that the patient presented with a non-st elevated myocardial infarction. The night before percutaneous coronary intervention (pci), at 22:00, patient experienced complaints of chest pain and transpiration after which the patient was admitted to the hospital. The next day at 17:45 pci was performed after thrombosis was confirmed using angiography. The procedure was to treat a semi acute thrombotic occluded lesion with timi flow of 0, described as a b2 lesion type, 100% stenotic, 2.5 mm diameter, and 15 mm length, in the mid left anterior descending (lad) artery with moderate tortuousity and unstable plaque. Thrombosuction was performed which showed the presence of a fresh macroscopic thrombus. A 2.5x18 implant was placed in the mid lad at 16 atmospheres (atm) without pre-dilatation. Good angiographic result was noted. One day post discharge, the patient experienced angina and after 4 days the patient presented with implant thrombosis. After thrombosuction, optical coherence tomography (oct) was done which showed a well apposed implant, no structural issues; however, a lot of thrombus. Thrombosuction was performed again, reopro was administered via intra coronary, pre-dilatation was performed with a 2.5x20 mm balloon dilatation catheter at 8 atm and a 2.5x28 mm xience xpedition was deployed at 12 atm. Oct performed afterwards showed good apposition; however, a small dissection was noted distally of the stent, distal end of implant, but without reduced flow and good patent lumen. No treatment was performed to treat the dissection because it was a small dissection and without decreased flow, this was not found necessary.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies and the device was not returned for analysis. The reported patient effect of dissection is listed in the xience xpedition everolimus eluting coronary stent system instructions for use (IFU) as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effect and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4). Date of event estimated. Event description continued: post-dilatation was performed with a 2.5x15 nc balloon catheter mid and proximal at 14 atm. After event of implant thrombosis patient was put on ticagrelor (2 dd 90 mg) instead of plavix. Reportedly the patient was dual antiplatelet drug therapy compliant taking their medication every day. There was no reported clinically significant delay in procedure. Post-procedure access site bleeding. Hemoglobin remained stable. No adverse patient sequela due to the dissection. There was a good final patient outcome with regards to treatment of the implant thrombosis. No additional information was provided. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.